Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic duodenal switch, the device had a proximal incomplete staple line. The surgeon was firing the stapler and it made several crunching noises. So he only squeezed the handle once and pulled back the jaws. The staple line was complete, but only partial. They had to cut the trs off the reload/stomach. The stapler placed staples, and cut only where staples had been placed. Another device was used in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received there was no tissue loss or tissue damage due to this issue. They had to cut the reinforcement material off of the reload.